Event description:
A doctor alleged that one (1) patient experienced the debonding of veneers approximately six (6) months to ten over a year after placement with lute- it.

Manufacturer narrative:
The patient experienced the debonding of ive (5) out of eight (8) veneers approximately six (6) months to over a year after placement. On (B)(6) 2013, the patient's lower right first premolar veneer debonded; the doctor cleaned, re-prepped and re-cemented the veneer using the same product. On (B)(6) 2013, the patient's lower right central incisor debonded; the doctor cleaned, re-prepped and re-cemented the veneer using the same product. On (B)(6) 2013, the patient's lower right and left cuspid veneers debonded; the doctor cleaned, re-prepped and re-cemented the veneers using the same product. The patient had experienced a broken veneer. The doctor re-made the veneer for the patient. On (B)(6) 2013, the doctor re-cemented the veneer for the patient, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.